Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian abscess ('ovary with acute inflammation and abseses') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced ovarian abscess (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian abscess, pelvic pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, dyspareunia and fatigue outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian abscess, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure removal date: (B)(6) 2018 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: event ovarian abscess was added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian abscess ('ovary with acute inflammation and abseses') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced ovarian abscess (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian abscess, pelvic pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, dyspareunia and fatigue outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian abscess, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure removal date: (B)(6) 2018 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian abscess ('ovary with acute inflammation and abseses') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 822366) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced ovarian abscess (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian abscess, pelvic pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, dyspareunia and fatigue outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian abscess, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure removal date: (B)(6) 2018 . Insertion date:(B)(6) 2011 (discrepancy noted) trailing coils left ¿ 3 right ¿ 1. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2011: limited cannulization of the os, likely secondary to cervical stenosis suboptimal uterine cavity contrast opacification given limitations. As described above. However, obvious contrast extravasation beyond the right essure device suggests persistent patency. Occlusion of the left tubal system without obvious contrast extravasation filling defect along the right lateral uterine wall may represent a small endometrial polyp or submucosal fibroid.; on (B)(6) 2012: metallic fallopian tube implants consistent with the patients¿ history of essure fallopian tube implants I no leak is seen on the current exam. The filling of the right fallopian tube seen on the previous study is no longer visible. Again, the study is somewhat limited by the poor distensibility of the cervix and limited contrast injection into the endometrial cavity from cervical scarring. There is irregularity to the endometrial cavity suggesting some underlying areas of scarring along the endometrial surface. Most recent follow-up information incorporated above includes: on 13-oct-2020: medical records received. Reporter, lot number and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian abscess ('ovary with acute inflammation and abseses') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 822366) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced ovarian abscess (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian abscess, pelvic pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, dyspareunia and fatigue outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, ovarian abscess, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure removal date: (B)(6) 2018 . Insertion date:(B)(6) 2011 (discrepancy noted) trailing coils left ¿ 3, right ¿ 1. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2011: limited cannulization of the os, likely secondary to cervical stenosis suboptimal uterine cavity contrast opacification given limitations. As described above. However, obvious contrast extravasation beyond the right essure device suggests persistent patency. Occlusion of the left tubal system without obvious contrast extravasation filling defect along the right lateral uterine wall may represent a small endometrial polyp or submucosal fibroid.; on (B)(6) 2012: metallic fallopian tube implants consistent with the patients¿ history of essure fallopian tube implants I no leak is seen on the current exam. The filling of the right fallopian tube seen on the previous study is no longer visible. Again, the study is somewhat limited by the poor distensibility of the cervix and limited contrast injection into the endometrial cavity from cervical scarring. There is irregularity to the endometrial cavity suggesting some underlying areas of scarring along the endometrial surface. Lot number: 822366, manufacture date: 2011-01, expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure implant). Essure was interrupted. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received events " abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), fatigue" were added. Reporter, patient and product information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, dyspareunia and fatigue outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure removal date: (B)(6) 2018 . Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs: new event: device monitoring procedure not performed was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was interrupted. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, dyspareunia and fatigue outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure removal date: (B)(6) 2018 . Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Outcome of the previously added. Events abdominal pain, abnormal bleeding (vaginal), menorrhagia were updated to recovering. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant). Essure was interrupted. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.